Event description:
"Surgeon informed writer that endostitch failed to release suture needle after one use. Second time it was used, the needle would not release from the device. Device removed from patient."